Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3 889-28 lot# va07a3n, implanted: 2013 (B)(6), product type lead. (B)(4).

Event description:
It was reported, the patient experienced a shocking or jolting sensation. It was indicated, the patient wanted to make sure the programmer was working and that they knew how to turn stimulation off, because sometimes, it would shock them. The patient was set at 0.7v. Almost two weeks later, the cause of the event was unknown. No hospitalization was reported. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
After further review, it was reported that "I can't get it to do anything and just get like an apple with a question mark." It was also reported as "not working." It was noted when the gray button was press, it didn't do anything and not turning off.